Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up experiencing palpitations. Upon interrogation, the pulse generator exhibited inappropriate mode switch episodes caused by competitive atrial pacing. The nurse elected to continue to monitor the patient remotely and in-clinic.